Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a representative (rep) look at their ins because they had been in a car accident and the ins was not working after the accident, and they were crushed on the side where the ins was. The caller noted that the rep came to the office probably about a month ago and the decision was made that the ins was in place, but they were having trouble with it. The caller stated that in the emergency room, the programmer was reading the ins was on, but it was off and not working so the rep changed to program 4. The rep changed the patient to program 4, which was working ok, although it was overstimulating and sometimes it worked, sometimes it did not. The caller stated the battery gave in again, went off again a week ago or 4-5 days ago. The caller clarified by saying that they were not feeling stimulation and their symptoms were back/not working, so they had to reset it. The caller stated they could not get back to program 4 and the only program they could get to was program 2 at 2.4v, and it was still not working well. The caller stated they put new batteries in the programmer and that would not affect the stimulator at all. The caller stated they were in physical therapy due to the accident, and they had to tell them ¿when the ins goes off it was like a big saw in their rear, like it over stimulated them.¿ it was also noted that the patient could not walk very well after the auto accident. The caller was redirected to their healthcare provider to discuss the symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp clarified the impact the car accident had on the implanted system by reporting that the patient reported a lack of sensation to void after the motor vehicle accident. The hcp reported that surgery for revision had not been scheduled yet. No further complications were reported.